Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome and spinal pain. It was reported that the patient experienced a loss of stimulation on the right leg. There were no known contributing factors to the event and high impedances were noted on the electrodes 0-7 and 12. The rep reprogrammed the ins by adding groups c (low density) and d (high density). It was noted that the issue was resolved. The patient didn¿t know when they lost stimulation. They were trying high density programming to see if they could get pain relief of both the right and left sides. Amplitude was 0.7v and impedance values were: 0-7 >10 ,000ohms, 8 768ohms, 10 758ohms, 11 777ohms, 12 >10,000ohms with 9 as the reference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.